Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. (B)(4).

Event description:
It was reported that one day post implant the right ventricular (rv) lead had perforated. The lead was explanted and was replaced with a passive fixation lead. No further patient complications have been reported as a result of this event.